Manufacturer narrative:
Review of results files: sample tested with crrid extend ii lot dn 045 resulted negative on all cells when tested on the neo. Confirmed the reactivity of the k antigen on retention capture-r ready-ID extend, lot dn045 using anti-k qc#1 (1:256 dilution). The investigation did not identify a product deficiency.

Event description:
Customer reported unexpected negative reactions when testing a sample with capture-r ready ID (crrid) extend ii on the galileo neo. The sample was identified as having an anti-k.